Event description:
It was reported the customer was hospitalized for low blood glucose. Blood glucose at the time of admission was 22 mg/dl. Date of hospitalization was unknown. Customer was treated with orange juice and glucose pills. The customer also reported their sensor glucose and blood glucose readings would be off by 100 points. Customer then stated the inaccurate readings caused the customer to give themselves too much insulin. Customer declined to troubleshoot for their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.